Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4) on behalf of her husband (the patient) alleging that a one touch verio pro meter read inaccurately high compared to another meter. The reporter reported blood glucose results of "12.0 mmol/l" with a lifescan meter and "9.0 mmol/l" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30%. The reporter did not allege any harm or injury because of the reported issue. The reporter did not have test strips for troubleshooting. The reporter was sent control solution.